Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the surgeon observed that monopolar energy was unable to fire on the integrated electrical surgical unit (iesu). The surgeon noted that they were using the external forcetriad generator. The surgeon received phone assistance from the intuitive surgical, inc. (Isi) technical service engineer (tse). The isi tse advised the surgeon to fire monopolar energy from the iesu again, but there was a system prompt that occurred after the firing. The isi tse reviewed the error logs and noted system prompts on the iesu for errors c-30, m-11, and m-18. The customer had already performed a power cycle on the iesu. The isi tse advised the customer to continue the surgical procedure with the external forcetriad generator. The procedure was completed as planned with no reported injury. Isi followed up and obtained the following additional information: it was confirmed that the surgical procedure started with the iesu and then converted to the external forcetriad generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electrical surgical unit (iesu) to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The iesu was analyzed and found to have error c-37 on startup. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis.